Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used all silicone foley catheter. Visual inspection of the sample noted the catheter balloon was inflated with 10 ml of methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and no leaks observed at the valve, cap or the catheter evidenced. The balloon concentricity was ok. With the syringe attach the balloon deflated passively in one minute and 41 seconds with no issues. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. As the reported event is unconfirmed a labeling review is not required. Correction: d this report references a us equivalent device. The us UDI equivalent for this product number is used h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water leaked immediately after placement in the operating room from the valve part of foley catheter. It did not have any contact with other objects. The lot number was myhz1418. Per follow up information received via ibc on (B)(6) 2024, stated that the catheter was naturally removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water leaked immediately after placement in the operating room from the valve part of foley catheter. It did not have any contact with other objects. The lot number was myhz1418. Per follow up information received via ibc on 15may2024, stated that the catheter was naturally removed.